Manufacturer narrative:
It was reported that battery two was not charging but battery one was working as expected. The failure occurred during treatment and the cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-02. The batteries were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure "battery not charging" was investigated within non conformity #922013395 for the old type of the batteries. The root cause was confirmed as a combination of definition of the calibration process and low threshold for overcharge protection flag. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah. On the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also. This can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. The affected cardiohelp of this complaint was manufactured on 2021-03-02, thus new type of batteries are delivered with. As the failure was reduced with the new batteries but not fully fixed the root cause for the new batteries is the same except the difference in the threshold that increased from 300mah to 930 mah. The first cardiohelp with the new batteries was manufactured on 2020-11-19. Further to that the cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." The device history record (DHR) of the cardiohelp was reviewed on 2023-03-21. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure ¿battery not charging¿ can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).

Event description:
It was reported that battery two was not charging but battery one was working as expected. The failure occurred during treatment and the cardio help was exchanged. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.